Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unk procedure, the instrument could not open after introduced through trocar. No further information is available. Another like device was used. There was no pt consequence.